Manufacturer narrative:
H4: suspect lot # 22k30t367 was produced in december 2022 and suspect lot # 22g10t260 was produced in july 2022. H10: the actual device was not available; however, two photographs of the sample were provided for evaluation. A visual inspection was performed which noticed drops of solution on the outside of the line. The reported condition was verified. The cause of the condition could not be determined from the photographs. A batch review was conducted on each of the suspect lot numbers and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented pacilitaxel set with clearlink leaked from an unknown location. The issue occurred while chemotherapy was being infused and approximately 10ml was lost on the floor. The filter had drops of chemotherapy sitting on the outside of the line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: lot #: suspected lots 22k30t367 and 22g10t260. E1: initial reporter phone (B)(6). Should additional relevant information become available, a supplemental report will be submitted.